Event description:
The pt stated that he used an infusion set that included a headset cannula that was shorter (8mm cannula) than he had experience using previously (10mm cannula). He reported experiencing elevated blood glucose on two occasions since he began wearing the new infusion set. He stated that he first experienced elevated blood glucose in 2007. He did not provide a value or range related to this occurrence. He reported his target blood glucose range to be 100-110 mg/dl. He treated his elevated blood glucose by programming a temporary basal rate increase on his infusion device. On three days later, his blood glucose value was 75 mg/dl in the morning and it increased to 360 mg/dl by noon. To correct his blood glucose level on this occasion, he gave himself an insulin injection and programmed another temporary basal rate increase. He stated that he was able to use the headset for 1.5 days; then his blood glucose values increased. The infusion set was replaced by the infusion set model used previously (10mm cannula). He did not have the catalog or lot number of the product available at the time of the call and he has not responded to attempts to gather that information in follow up. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.